Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The faulty pump cover was replaced with an updated pump cover design. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the pump cover magnet of an s5 double head pump fell off during maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative replaced the s5 double head pump cover and subsequent testing found no further issues. A technical inspection was performed successfully and the device was returned to service. Corrective actions are in progress for this issue. Evaluated on site by livanova technician.